Event description:
A patient whose device had been implanted since 2005 and was last programmed in 2006 was found in clinic and high impedance was identified. The patient reported a fall in 2010 that resulted in a broken collarbone. Post-op diagnostics after the patient's implant in 2005 were within normal limits. No known surgical intervention has occurred to date.

Event description:
Additional information was received via clinic notes stating that the patient also began having an increase in seizures since the high impedance began. The patient's device was also programmed off due to the high impedance. No known surgical intervention has taken place to date.

Event description:
The patient underwent a full replacement due to the low battery condition of the generator and the lead fracture/high impedance. The pre-op impedance was reportedly high, but after the patient's full replacement was completed, impedance values were within normal limits. The explanted generator and lead have reportedly been returned but not received by the manufacturer to date.

Event description:
The explanted generator and lead were returned for analysis. The generator had analysis completed where it verified the inability to program due to normal battery depletion. Other than the depleted battery, the generator performed according to all specifications. The analysis of the lead has not been completed to date.

Event description:
Analysis on the lead was approved. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, and no discontinuities were identified. There was no evidence to suggest discontinuities in the returned portions of the device. Although a lead fracture was not confirmed, there was most likely a fracture in the portion of the lead that was not returned.